Manufacturer narrative:
No device evaluation performed as the device was not returned. The device lot number was not provided therefore the device history record could not be reviewed. A definitive root cause has not been determined. Additional information: date added. Checked boxes for correction and additional information. Evaluation codes added. Correction: the correct verbiage should be ¿device not returned¿. Device not returned.

Event description:
Unisg. The patient reported that the abutment screw (unisg) fractured.